Event description:
It was reported that during follow up, a single episode of oversensing noise was observed in atrial and ventricular channels. Emi was suspected. The patient condition was good and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.